Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record (elhr) review and the corrective and preventive actions (CAPA) database review revealed no associated manufacturing nonconformities issued to the reported lot. A review of the corrective and preventive actions (CAPA) database was revealed no related complaint assessment capas. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: (B)(6) hospital.

Manufacturer narrative:
E1: department of internal medicine, no. 3 hospital, hamamatsu medical university faculty of medicine. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a prostyle device after an interventional procedure with a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.